Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (fse) stated that the customer had reported multiple vulnerabilities and provided three documents for review. The tss investigated the information in the attachments and identified two vulnerabilities, including examples and screenshots. The case was reassigned to the development support team (dst) to validate the vulnerabilities reported by the customer. The development support team recommended opening a product issue (pi) for the vulnerability related to user enumeration via application functionality, as this fell outside their scope. The tss escalated the case to the product support engineering (pse) team for further investigation and for opening a product issue if necessary. The pse provided the related feedback. The customer¿s health information technology (hit) team then raised additional questions and requested an online meeting with becton dickinson¿s (bd) team. The pse and the bd hit consultant responded to the customer and began coordinating web meetings along with other members of the bd security team. Communication between the appropriate parties had been established to support the customer effectively. And the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user reported two vulnerabilities in the document, first one was at the login for server es and second one was capturing the login request, the customer takes too long for a response when using the wrong password (1100 milliseconds). There were no adverse events or injuries reported based on this event.